Event description:
It was reported that during a laparoscopic total gastrectomy procedure, the doctor reported that the anvil could not assemble well with the trocar in housing. The procedure was completed by same like device. Procedure was prolonged by 30 minutes. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event described could not be confirmed as the anvil was attached to the trocar without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a valid batch number or lot number so therefore we were unable to review the manufacturing records.